Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the database was in suspect mode. A technical support specialist (tss) repaired the database, rebooted the station, and confirmed that data was uploaded to the server. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es screen was stuck blank. The customer stated that this malfunction caused the user to dispense medication from another station. There were no adverse events or injuries reported based on this incident.